Event description:
In 2004, a pt with a history of stroke/patent foramen ovale underwent a procedure to implant a 25mm pfo device. This was the physician's second pfo proctoring session. Initially, the 6f-multipurpose catheter would not cross the defect; therefore, it was exchanged for a 7f. The pt's patent foremen ovale had a long tunnel and the physician had continuous difficulty crossing the defect; therefore, the proctor stepped in and advanced the 7f-multipurpose catheter across the defect. The physician then advanced the wire and attempted to seat the wire in the lupv. It appeared he was having difficulty seating the wire and at one point, the proctor stated the wire was sitting in a place "unfamiliar" to him. Eventually, the wire was positioned correctly and the case continued. A 9f-delivery system was advanced into the left atrium and the dilator was removed. A 25mm device was advanced and the left disc was deployed in the left atrium and pulled back against the septum. The proctor confirmed that the disc had opened in the left atrium and not in the left atrial appendage. The right disc was deployed in the usual fashion and the position was confirmed on both ice and fluoro. The pt remained stable throughout the entire procedure; however, upon removal of the ice catheter, it was noted that their pressures were dropping. Once it was confirmed that fluid was in the pericardial space, pericardiocentesis was performed. The physician was having difficulty with the tap, so the proctor successfully placed the needle. It was necessary to do chest compressions at least three times throughout the course of events that eventually led to stabilizing the pt enough to move pt to surgery. In the or, the surgeon found a small tear in the left atrial appendage and this was successfully closed. The device remained in the pt and the initial angios taken during the stabilization process showed the device was in the proper position. One day post-procedure and surgery, the pt was hemodynamically stable with minimal neurological activity. However, the pt was breathing on their own. The neurologist stated it was best to wait 48 hours to see how much deficit, if any, was present. About two weeks later, the hospital reported that the pt had died.